Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a lead warning issued for 800k low impedance paces. There were good pacing and sensing thresholds noted. This might suggest insulation breakdown and continued monitoring recommended with revision of the lead considered if sensing andpacing thresholds would become degraded. The lead remains implanted and active and no patient complaints were reported.